Event description:
It was reported that the device battery voltage measured 2.55 volts but the elective replacement indicator had not been tripped. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.